Manufacturer narrative:
The reported field event of high pli measurement was confirmed. The cause of the field event was traced to an anomalous component on the electronics module.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement, loss of sensing and high, out of range, pacing lead impedance was noted. The device was explanted and replaced. The patient's condition is fine after the event.